Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration / device re-evaluated upon receival.

Event description:
Loss of osseointegration / device re-evaluated upon receival.